Manufacturer narrative:
The device was returned and evaluated. The lens was received in two pieces. One piece was missing a portion of the haptic and exhibited a deep gouge extending from the lens periphery. A separate deep scratch was observed on the same piece. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that after implantation of an intraocular lens (iol) in the right eye (od), the patient experienced halos, reduced contrast sensitivity and diminished color vision. The patient was treated with artificial tears, steroid eye drops, and underwent a diagnostic brain MRI. Despite these interventions, the patient requested an iol exchange. Approximately seven months after implantation, the iol was exchanged for a different model lens. In the surgeon's opinion, the most likely cause of the event was multifocal lens intolerance. The patient's outcome is good.